Event description:
After closing the implant site, noise resulting in oversensing and high pacing impedance was observed on the right ventricular (rv) channel. The pocket was reopened and it was observed that the rv lead was loose in the device header. The set screw was placed into the device again to resolve the event and the patient was in stable condition.